Event description:
Event description cpi received information that during the three month follow-up, this implantable pulse generator (ipg) was exhibiting the elective replacement indicator (eri). The patient had undergone lead revision of both leads, model 4269's, post implant and the ipg had not been interrogated since that time.